Event description:
Customer reported a freestyle blood glucose reading of 197 mg/dl while shaking and vomiting. Pt was taken to the emergency room at the hosp where a reading with an unknown meter provided a result exceeding 500 mg/dl. Pt was hospitalized and treated with insulin to reduce their glucose levels.